Event description:
On 08/04/2008, the customer contacted ortho clinical diagnostics to report a false negative reaction for the anti-e with vra118. In 2008, a specimen was obtained and tested with vra117. Anti-c was identified, but anti-e was not reported. One unit of packed cells was transfused to the metastatic melanoma pt at about two days later. At about 11 days later, a new sample was obtained and tested with vra118. Anti-c was identified, but anti-e was not reported. Two units of packed cells were transfused in the same day. Customer reported the pt suffered a serological transfusion reaction, as evidenced by a coffee colored sample. In the next day, a post transfusion sample was tested with vra118. Anti-c was identified, but anti-e was not reported. A peg/tube panel was also performed. In addition to the anti-c, an anti-e was also identified. No discrepancies were reported with qc testing.